Event description:
Pt expired after receiving treatment from a falsely high whole blood glucose level using a blood glucose meter. Pt came to e.r. Symptomatic with hypoglycemia. Treatment of insulin was given after a glucose value of 428 mg/dl was registered on the glucose meter. The pt went into a coma and did not recover. Stat lab ordered at time of finger stick was 55 mg/dl. Lab value obtained after previous treatment. Life saving measures failed. Glucose test strips checked with controls and the result was bad. Visual check of the product appeared normal until vial was turned over by a nurse and they saw a crack across the vial bottom, possibly contaminating the product.